Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The pace/sense portion of the rv lead was surgically abandoned, however, the shock portion remains in service. A new rv pace/sense lead was implanted. Two days later, another procedure was performed. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low out-of-range (oor) pacing impedances of less than 200 ohms. The patient was feeling lethargic and is in atrial flutter. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.